Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were contacted when the customer's blood glucose went down to 40 mg/dl. The customer stated he was out drinking and the sensor alarmed that his blood glucose was getting low, but he did not hear this. The customer's wife gave him glucose tablets. At the time emergency medical services tested his blood glucose, it was at 56 mg/dl. The customer then ate and his blood glucose rose to 120 mg/dl. Nothing further reported.